Manufacturer narrative:
Subject device is not available.

Event description:
While in the middle cerebral artery, the balloon (subject device) would not deflate. The physician had to pull back the wire to deflate it. The procedure was completed without a balloon. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly, and performance specifications. Visual and microscopic examination of the returned device found that the balloon was noted to be ruptured and was separated from the distal end. Functional testing could not be performed because the balloon had been ruptured. Based on the analysis, the reported event was confirmed. Information available indicated that the device was confirmed to be in good condition prior to use and the device was prepared as per the dfu. It cannot be determined from the investigation what caused the balloon not to deflate during the clinical procedure, however there a number of factors which could have caused difficulty to deflate the balloon during use. Therefore, an assignable cause of procedural factors has been assigned to this investigation.

Event description:
While in the middle cerebral artery, the balloon (subject device) would not deflate. The physician had to pull back the wire to deflate it. The procedure was completed without a balloon. There were no clinical consequences to the patient.